Manufacturer narrative:
Analysis on the returned battery charger 1 pcba, battery charger 2 pcba and the motor battery charger resulted in an electrical failure found through functional testing, performance testing, and visual/physical examination. Analysis states that the indicated the board passed bench testing. All outputs were within specified range. Visual inspection noted leaking caps are present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger boards were over charging and were out of spec. The motor battery charger board and x-ray charger boards 1 and 2 were replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the charger board and the motion battery charger on the imaging system are out of specification. This issue was identified during a planned maintenance (pm). There was no patient present when this issue was identified.